Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device shows too high a value, at 5% co2 it shows 5.9%. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection was performed and found the optical detector lens is recessed. The unit powered on using lab stock batteries. When powered on the device was able to obtain readings and alarmed audibly and visually under alarm conditions. Accuracy testing found co2 measurements outside of the accuracy specification. Following zeroing of the device, the measured value was within the accuracy specification. A recessed optical detector lens may result in clogged adapter alarm or inaccurate readings. Inaccurate readings were corrected following zeroing. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device shows too high a value, at 5% co2 it shows 5.9%. No patient impact or consequences were reported.